Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was not booting intermittently and required manual intervention to boot. The rse analyzed the logfile and it confirmed the error in the sib (system interface board) power supply causing the boot up issue. The field service engineer (fse) visited onsite and upon functional testing, the fse determined that the issue was caused by a malfunctioning of the sib (system interface board). To resolve the reported issue, the fse replaced the sibbox. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.